Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to remove medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user settings were issue. A technical support specialist was dialed into the station and reviewed the related settings, including security groups attached to medications and user role permissions. Informed the customer that medications in remote stock might have security groups that the 'pharmacy tech' role does not have permission to access, while the 'pharmacist' role has broader access. The customer later confirmed they identified the issue, which involved a drip loaded with a non-controlled security group that techs could not remove. Corrected the configuration to grant proper access and verified that the issue was resolved. The customer confirmed functionality, and the case was closed. The system functioned as intended after the technical support specialist resolved the device.